Manufacturer narrative:
Evaluation of the returned penumbra system red 62 reperfusion catheter (red62) confirmed a fracture on the distal end. Evaluation revealed that stretching near the fracture location. If the red62 is retracted against resistance, damage such as stretching and a subsequent fracture may occur. The reported manipulation within stenotic vessels may have contributed to the resistance experienced during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. After multiple attempts, the penumbra sales representative was unable to obtain enough device information to identify the lot or catalog number. The only device identifiers known are: d1 (brand name), d2a (common device name), and d2b (product code). Without the lot or catalog number for this device, unique device identifier (UDI) cannot be determined.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system red 62 reperfusion catheter (red62), a velocity delivery microcatheter (velocity), and a guidewire. During the procedure, the physician completed three passes using the red62. It was noted that the patient had very stenotic vessels and were not easy to navigate. After completion of third pass, resistance was experienced while retracting the red62 and the catheter fractured. The red62 proximal end was removed, and the distal length remained in the patient. The physician then made several attempts to remove the red62 fractured portion using a penumbra system red72 reperfusion catheter (red72), a snare device (lasso), and a guidewire to trap the red62 fractured portion, but the attempts were unsuccessful. The procedure was aborted as the red62 fractured portion could not be removed. There are no plans to remove the fractured segment at this time.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.